Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No new issues were observed. Meter did not powered on with button depression and test strip insertion. Meter was de-cased and internal visual inspection was performed, no issues observed. Extended investigation was also performed, and determined that the cause of the blank screen was due to a faulty crystal (y1), thereby preventing the meter from powering on. Mix-match testing was performed, and a known good crystal was placed on the returned printed circuit board assembly (pcba). The meter powered on normal with no issue. When the returned crystal(y1) was placed on a known good pcba, the known good pcba did not power on. Thus, the cause of the reported power related issue is due to a faulty crystal. This complaint is confirmed to faulty crystal (y1). All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.